Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3011050570.

Event description:
It was reported the balloon catheter balloon burst when pressure was applied. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6 it has been less than one (1) year since the subject device was manufactured. The device was returned to olympus for inspection and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation there were no external abnormalities that could lead to malfunctions were identified in the device sent. To confirm balloon inflation, we pumped liquid using an inflation device. As a result, we confirmed that liquid leakage occurred from the center of the balloon. Balloon rupture has been attributed to contact with other equipment or over-inflation of the balloon, but the cause has not been identified. Olympus will continue to monitor the field performance for this device.